Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the left motor cuts off periodically, and right motor is making noise.